Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the anchor of the silent nite sleep appliance broke. The patient received the appliance on (B)(6) 2025 and reported on (B)(6) 2025 that the anchor of the device broke off and discontinued using the appliance. It was reported that the patient did not suffer any harm or injury.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned in the original case. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found but, connector is broken off. Delamination - layers were intact and did not separate. Discoloration - the device was unclear and discolored. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).